Event description:
It was reported to boston scientific corporation that a jagtome was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the jagwire guidewire of the jagtome was removed, the pebax (hydrophilic coating) at the distal end of the jagwire device detached, exposing the tip of the core wire. The detached coating was moved to the distal bile duct using the extractor retrieval balloon that had been used to remove the stone, and was then removed from the patient using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The jagwire was received for analysis; however the jagtome was not returned, and so could not be evaluated. Visual evaluation of the returned jagwire found that the distal tip was detached/separated, exposing the tip of the core wire. During a visual inspection, adhesive remnants were not found, indicating that the pebax may not have been properly attached to the core wire. There was no evidence of corewire fracture. The outer diameters of the medial and proximal sections were measured and found to meet specification. A lab analysis found no evidence of estane or primer residues on the corewire tip. Estane residues were found on the internal surface of the pebax samples. A search of the complaint database revealed that no other complaints exist for the specified lot. Boston scientific will continue to investigate the issue of distal tip detached/separated.

Event description:
It was reported to boston scientific corporation that a jagtome was used during a stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the jagwire guidewire of the jagtome was removed, the pebax (hydrophilic coating) at the distal end of the jagwire device detached, exposing the tip of the core wire. The detached coating was moved to the distal bile duct using the extractor retrieval balloon that had been used to remove the stone, and was then removed from the patient using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. The reported event: tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.